Manufacturer narrative:
This supplemental MDR is being submitted for correction of event date and implant date. The following sections of this report have been updated: date of event (b3) and if implanted, give date (d6).

Manufacturer narrative:
A supplemental MDR is being submitted as per response from the physician. The tavr planning CT, 3mensio and echo were received and reviewed. The information provided does not change the facts or conclusion reported in the original MDR.

Manufacturer narrative:
A supplemental MDR is being submitted for the addition of the valve serial number. The following sections of this report have been updated: suspect device serial number and expiration date (d4) and device manufacture date (h4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the annular rupture cannot be determined; however, per article patient factors (severe calcification in the annulus and leaflets) may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: in-ho chae, md. Phd. (2020). Sudden hypotensive attack before, during & after tavi. Crt20. National harbor: crtonline.org.

Event description:
As reported through our european affiliate, a presentation was offered at crt20 conference, ¿¿sudden hypotensive attack before, during & after tavi¿¿. This presentation provides information on a case of an (B)(6) year old male, who underwent a tavi with a 26 mm sapien 3 valve in aortic position by transfemoral approach. After valve deployment, a post bav was performed due to moderate paravalvular leak (pvl). The patient became hypotensive and a cardiac tamponade was observed due to an annular rupture. A pericardiocentesis was performed and the patient was converted to surgical intervention. Per presentation, the cause for the annular rupture was calcification in the annulus and leaflets.